Event description:
Venous ring on access site popped off during prime.

Manufacturer narrative:
After further review, co has determined that this incident should not have been filed as a MDR for the following reasons: a health hazard evaluation shows that the risk associated with this failure is "none/negligible". If the cap and plug come out, the machine will alarm, protecting the patient from injury per the MDR definition.